Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 1 of 2 medwatch reports regarding this event.

Event description:
It was reported to minimed that the customer received sensor updating, change sensor alerts and experienced a loss of communication between the insulin pump and transmitter. The customer also experienced a hyperglycemic event, which was treated with a manual insulin injection and hospitalization. Additionally, the customer was diagnosed with diabetic ketoacidosis (dka) and experienced feeling sick/unwell, both of which required a manual insulin injection and hospitalization. Furthermore, the customer reported bleeding, pain, infection, skin irritation, and the presence of pus at the insertion site. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-332a, mmt-242a and mmt-1884. Troubleshooting was performed, and it was confirmed that transmitter serial number was programmed in manage devices screen. Multiple attempts were made by pump to re-establish communication with the transmitter, but it is unknown whether the reported issue was resolved. Troubleshooting was performed for hyperglycemic event and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event, and the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. Product return is not required for mmt-7040a, mmt-7841zn, mmt-332a, mmt-242a and mmt-1884.